Manufacturer narrative:
Product analysis: the device was returned in the original box. The tray and the protective sheath returned with the device. A visual and a tactile inspection was carried out on the device. The balloon was found used (unfolded). A guidewire 0.035" was advanced from the tip to the hub. Negative preparation was performed. A leak was not observed. Through microscope observation a hole (like a scratch) was found in the distal part of the balloon at approximately 1,5 cm from the tip. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use an admiral xtreme pta balloon to treat a 110mm plaque lesion in the mid sfa (60% lesion stenosis). The vessel was moderately tortuous and had a 4mm diameter. The device was prepped as per the IFU with no issues identified. The procedure used a 6fr non-medtronic sheath and a non-medtronic guidewire. No difficulty was encountered advancing the device and the device did not pass through a previously deployed stent. The balloon was inflated using an ordinary pressure pump. During inflation, a pinhole burst occurred at 12 atm. The device was removed easily. No further treatment was performed, no patient injury was reported.